Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that there was a failure icon on screen. A field service engineer (fse) opened the back of the auxiliary (aux) unit and found multiple nebulizer medication lodged between the matrix drawer and the latch. Fse removed the meds and found the latch plunger broken. Fse powered down the pyxis, removed aux drawer 1 replaced the plunger, and reinstalled the drawer. After powering the unit back on, fse tested the drawer in hardware test application (hta). Fse also tightened loose half height front panels and removed debris. The pyxis was rebooted, and user logged in and successfully recovered the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the matrix drawer in slot 1 of the aux in rmc b1e sw had failed, and the facility was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.